Manufacturer narrative:
It was reported that the physician started the deployment and found that the distal part of the stent did not expand when it was deployed one-fourth. Through the attached photo, it is confirmed that the outer sheath was not detached, and stent was loaded. As a result of analysis of returned device, the outer sheath was not detached and stent was normally loaded. Deployment was tried without pressure and it deployed well. Stent was fully expanded, and in the inner sheath, the notable kinked marks were not observed. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It was reported that "the physician started the deployment and found that the distal part of the stent did not expand when it was deployed one-fourth" in the description, but the it is unclear whether the deployment or not because the stent was normally loaded and returned. However, based on the normally deployed and expanded stent, it is considered that the stent was expanded slowly due to the patient lesion's pressure and curve, so the doctor has judged stent expansion failure. Through the user manual by taewoong, it is stated that a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary. This complaint couldn't know the root cause, but it is assumed that it was a malfunction of the device due to the pressure of the patient's lesion. There will be continued to monitor the same or similar customer complaints.

Event description:
The physician inserted gw into the stomach through the nasal scope passing the stenosis part. The nasal scope was removed and then the stenosis length was measured as 7cm. The delivery system was inserted in otw procedure and the scope was also inserted in parallel. The physician started the deployment and found that the distal part of the stent did not expand when it was deployed one-fourth, therefore, the physician determined to remove it. Another stent (niti-s) was used to finish the procedure.

Manufacturer narrative:
It was reported that the physician started the deployment and found that the distal part of the stent did not expand when it was deployed one-fourth. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analysis because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
The physician inserted gw into the stomach through the nasal scope passing the stenosis part. The nasal scope was removed and then the stenosis length was measured as 7cm. The delivery system was inserted in otw procedure and the scope was also inserted in parallel. The physician started the deployment and found that the distal part of the stent did not expand when it was deployed one-fourth, therefore, the physician determined to remove it. Another stent (niti-s) was used to finish the procedure.